Manufacturer narrative:
Lot number - 18a007, 18c002, 18c003, 18e002, 18f003, 18g005, 18h002, 18j037. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. Continuous flow was observed during the functional flow rate test. The reported condition was not verified. The device was found to be conforming product. For two of the reported events, a photo was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported no flow condition could not be verified through evaluation of either photograph. A batch review was conducted for the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven (11) large volume infusors did not flow. Seven of the events occurred during infusion, and four events occurred prior to patient use. Seven events involved a patient with no patient consequences, and four events did not involve a patient. No additional information is available.